Event description:
Reportedly, during the follow-up performed on (B)(4) 2011, a warning message showing ventricular lead impedance >3000 ohms was observed, in addition to a pacing failure and a bradycardia around 30min - 1. Moreover, loss of capture was confirmed on some a burst episodes recorded in the device memory (aida). Preliminary analysis (on (B)(4) 2011) showed that 2 phases were observed around mid (B)(6): the ventricular lead impedance value increased around (B)(6) to 3000 ohms which explains the warning message reported; the absence of ventricular capture was observed on the episode recorded after (B)(6). No pacemaker dysfunction is suspected. Based on the available information, the most probable hypothesis would be a lead issue (insulation breakage, conductor failure, or dislodgement); a connection issue cannot be excluded. This behavior could result from a movement underwent by the patient; this movement could not be determined with certainty. Checks of proper operation of the lead (such as - but not limited to: visual checks, electrical checks with a psa analyzer¿) and proper connection of the lead should be performed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.